Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k103751, k110122. Detailed patient outcome information was not provided to bsc. A good faith effort was made to obtain the necessary information; however, no information has been obtained thus far. Should relevant additional details become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that device entrapment occurred. A 3.0 x 100, 135cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon became stuck on the jagwire and was very difficult to move or use. The balloon was pulled very hard, resulting to balloon damage.

Event description:
It was reported that device entrapment occurred. A 3.0 x 100, 135cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon became stuck on the jagwire and was very difficult to move or use. The balloon was pulled very hard, resulting to balloon damage.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k103751, k110122. Detailed patient outcome information was not provided to bsc. A good faith effort was made to obtain the necessary information; however, no information has been obtained thus far. Should relevant additional details become available, a supplemental report will be submitted accordingly. The device was returned for detailed analysis. Upon visual and tactile inspection, the shaft was found to be stretched at multiple locations along its length, with additional kinking and accordioning noted. According to the mustang specifications, the catheter is designed to accommodate a 0.035-inch (0.89 mm) guidewire. However, during the investigation, a boston scientific 0.035-inch guidewire could not be advanced through the device due to the observed damage to the shaft. The specific guidewire used by the customer was not returned for further evaluation. A visual examination of the returned device revealed that the balloon had been inflated but was not refolded post-use. The timing of when the balloon was subjected to positive pressure is unknown. No defects or issues were identified with the balloon material or its structural integrity. Additionally, a visual assessment of the marker bands confirmed no abnormalities or damage. Finally, a comprehensive visual and tactile examination of the tip identified no damage or irregularities. This incident is reported as a device malfunction potentially impacting performance and safety due to the noted shaft deformation. Further investigation into the root cause of the shaft damage is warranted.